Event description:
The user noted a difference in troponin t results when comparing the results from two analyzers using different lot numbers of reagent. Of the data provided, eighteen comparisons were discrepant. No unit of measure was provided. Sample 1: lot number 155917= 0.018; lot number 157895= 0.033. On (B) (6) 2010, sample 2: lot number 155917= 0.037; lot number 157895= 0.024. Sample 3: lot number 155917= 0.04; lot number 157895= 0.026. On (B) (6) 2010, sample 4: lot number 155917= 0.037, 0.042, 0.043, 0.038; lot number 157895= 0.028. Sample 5: lot number 155917= 0.022, 0.026, 0.024, 0.021; lot number 157895= 0.017. On (B) (6) 2010, sample 6: lot number 155917= 0.056; lot number 157895= 0.044. Sample 7: lot number 155917=0.047; lot number 157895= 0.038. On (B) (6) 2010: sample 13: lot number 155917=0.014; lot number 157895= 0.024. Sample 14: lot number 155917=0.043; lot number 157895= 0.053. Sample 15: lot number 155917=0.01; lot number 157895= 0.014. Sample 16: lot number 155917=0.022; lot number 157895= 0.032. Sample 17: lot number 155917=0.018; lot number 157895= 0.029. Sample 18: lot number 155917=0.039; lot number 157895=0.052. No information was provided to determine if erroneous results were reported or if patients were adversely affected.

Manufacturer narrative:
A method comparison of all results demonstrated very good performance. No trends or shifts at the low or high end of the concentration range were identified. Lot to lot comparison data was within specification. A significant difference between the two reagent lots was not identified. No adverse events were reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable complement c3c results for three patient samples. One patient sample gave discrepant results. The initial complement c3c result was 319 mg/dl. The sample repeated on the same cobas integra 800 analyzer ((B)(4)) gave 149 mg/dl. The initial result was reported, the customer had not yet issued a corrective report but had engaged in conversations with the doctors involved. No adverse event has been alleged regarding the discrepancy. The complement c3c reagent lots involved in the issue were 62231601 and 62637601. The field service representative was unable to reproduce the issue. He performed checks which were within specification. The customer calibrated and ran quality controls, all controls were acceptable. The field application specialist did not find the cause of the discrepancy. The customer implemented extra wash cycles and will continue to monitor.